Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, delamination of plug strap disk shell and brown particles in the shell. Leak test and microscopic analysis was performed which identified: delamination total of the plug strap disk shell and device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the plug strap disk shell (adhesive failure). No leak was observed in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.